Manufacturer narrative:
The used sample was returned for evaluation. The spinning spiros was pressure leak tested and found to meet pressurized leak expectations outlined in the product performance specification. The spinning spiros was returned with the spin feature activated in the rotational direction and without any visual damage or anomalies observed. The male and female luers of the carefusion pump set and spinning spiros were measured and found to be compliant. The probable cause of the spinning spiros disconnect from the carefusion male spin luer cannot be determined. A lot review could not be performed as the lot number is unknown.

Event description:
The customer reported that an oncology kit w/spinning spiros® w/red cap was leaking chemotherapy (below the c clamp) onto bed. The spiros was checked and intact at the start of the chemotherapy. There was patient involvement, but no report of an adverse event or delay in critical therapy.